Event description:
Baxter brazil reports 4 fiber leaks which occurred during the pt treatments. Estimated blood loss was reported to be 90ml for each incident. No pt injury or need for medical intervention was reported.